Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: lap chole. Event description: doctor mentioned that when the ca500 was fired, clips would load but fall out of the jaws when put on the vessel. This happened until the fourth clip and then a clip scissored. Surgeon continued to use the clip applier, but when they'd fire and hold plastic to plastic, the clip would fall out. This was being used on the cystic duct and artery. Twenty clips were used total. The 17th clip closed well, the 18th fell, the last two blue clips ended up working and the procedure was able to be finished. Additional information provided by an applied medical representative on 15dec2025: photo a [depicts a scissored clip]: is the photo the doctor showed me on the cystic duct. Photo b [depicts a misaligned clip]: is identified as also occurring with the clips that fell off the tissue. The event date is unknown. Intervention: clips eventually worked. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: lap chole event description: doctor mentioned that when the ca500 was fired, clips would load but fall out of the jaws when put on the vessel. This happened until the fourth clip and then a clip scissored. Surgeon continued to use the clip applier, but when they'd fire and hold plastic to plastic, the clip would fall out. This was being used on the cystic duct and artery. Twenty clips were used total. The 17th clip closed well, the 18th fell, the last two blue clips ended up working and the procedure was able to be finished. Additional information provided by an applied medical representative on 15dec2025: photo a [depicts a scissored clip]: is the photo the doctor showed me on the cystic duct. Photo b [depicts a misaligned clip]: is identified as also occurring with the clips that fell off the tissue. Intervention: clips eventually worked. Patient status: no patient injury.